Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine via an implantable pump. The indication for use was non-malignant pain. It was reported that the caller was a healthcare provider (hcp) that stated the pump patient had magnetic resonance imaging (MRI) and the pump was interrogated after. The hcp stated that they did not know which clinic the patient followed up at. The hcp stated that when the patient entered the MRI suite, they started becoming hypotensive and needed to be on medication to get their blood pressure back up. Logs of pump were not available and the hcp wanted the pump to be interrogated to confirm that the pump did not "fail" and give too much medication while the patient was in the MRI suite. The manufacturer's technical services specialist (tss) reviewed that the pump was designed to stall and not deliver more drug in MRI, and transferred the hcp to nas to have the pump interrogated.